Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 03.114.010, supplier lot # 6440427. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 28-oct-2010. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2017, during open reduction internal fixation (orif) surgery for a metacarpal fracture, the surgeon was having trouble inserting screws. The screws were spinning on the screwdriver. Upon inspection, the tip of the screwdriver appeared rounded, not broken. A back-up screwdriver was available to complete the surgery successfully. There was no surgical delay. Concomitant device reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product development investigation was completed. The device was returned and reported that the tip had become rounded. This condition is confirmed; the star tips of the distal face of the shaft are worn down giving the face a rounder shape. It is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in oct 2010 and is over six years old. The balance of the returned device is in fair condition with some additional signs of superficial wear. The 03.114.010 stardrive screwdriver shaft is an instrument routinely used in the 1.5mm lcp modular mini fragment system as per the technique guide. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.